Manufacturer narrative:
System: the system was examined. The company representative did not indicate finding any issues that would be associated with the reported ¿burning smell, IV pole and aspiration¿ issues. However, he power supply and the power distribution cards were replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 8, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause(s) of the reported issue(s) cannot be determined conclusively. Handpiece: the handpiece was not made available for evaluation by the customer. However, the system was tested and determined to have functioning as intended. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The associated system was manufactured on april 8, 2006. Based on qa assessment, the product met specifications at the time of release. The handpiece was not made available for examination. Therefore, the root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A customer reported that a system presented with a burning smell, IV pole not working and a handpiece with no aspiration during a procedure. The system was rebooted but the issue still persisted. The surgery was completed manually. There was no patient harm.